Event description:
Device returned to manufacturer for analysis with report of "partial occlusion (acc to dye study)." Follow up with hcp revealed that the hcp uses only lioresal in the pump and the patient experienced increased spasticity which improved with increased oral dose. A dye study was performed and indicated a catheter replacement appropriate. Catheter replaced.